Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was celebrating their birthday when they received appropriate shock therapy for vt/vf (ventricular tachycardia/ventricular fibrillation). The next morning the patient heard and audible alert and went to the ER (emergency room). It was found that a lead integrity alert (lia) had triggered due to high rate non-sustained episodes and sensing integrity counter (sic) on the right ventricular (rv) lead. Provocative testing did not produce any oversensing or noise. The patient was admitted to the hospital. The rv lead remains in use. No patient complications have been reported as a result of this event.